Manufacturer narrative:
Follow-up # 1 (12/03/2012)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter passed testing and met specification. Pa unable to duplicate complaint. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan from united states alleging that their onetouch verio iq meter was reading inaccurately high, compared to another meter. The patient claimed that they obtained blood glucose results of "142 mg/dl" with the subject meter and "91 mg/dl" on another meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient denied developing symptoms or receiving medical intervention due to the alleged issue. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. The complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, their complaint is being reported as a malfunction because the two results being compared exceed lifescan's specifications for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.